Manufacturer narrative:
The device passed the rewind, basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus and basal delivery. The motor position encoder error alarm was unable to be confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The motion sensor test failure alarms were unable to be verified due to motor error alarms. The device was received with cracked case at display window corners and battery tube threads. The device was received with scratched display window. (B)(4).

Event description:
The customer reported via phone call of motion sensor test failure alarm on their insulin pump. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states they were not able to rewind due to the device being stuck in motion sensor test failure. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.